Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was in a patient for the endovascular treatment of a 53mm abdominal aortic aneurysm. 10 heli-fx endoanchors were also deployed during the procedure for prevention of neck dilatation and due to an observed type ia endoleak. It was noted that the endoanchors did not resolve the type ia endoleak. The investigator assessed the endoleak as procedure related. A CT was completed just over a month later and the type ia endoleak was still present. This type ia endoleak has been assessed by the site as being probably related to the index procedure, possibly related to the device (uncertain which device). This event has been assessed by the sponsor as being probably related to the study procedure, having a causal relationship to the study device. A secondary endovascular procedure was performed a further three months later and the patient successfully had a coil embolization completed. Th event is reported to have resolved with this treatment the patient was discharged the next day.